Event description:
It was reported to philips that the allura xper fd20 system all mechanical movements have failed after the equipment is turned on. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system was indicating enable movement (enmv) request signal which was active during system startup due to which geometry was not available for the user. The fse investigated the log files and discovered the geo module enmv high error message. The fse replaced the geo module to resolve the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.